Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 3006705815-2018-00807. It was reported during a trial lead procedure on (B)(6) 2018, the patient had a vaso-vagal response. It was reported the patient was to receive 2 trial leads. However, after one lead was implanted, the patient's heart rate and blood pressure dropped and the patient began to sweat. The patient stated he felt sick in the chest and stomach. As such, the physician then placed cold packs on the patient and gave him intravenous fluids. In turn, the second lead was not implanted. The patient's single lead was programmed and the patient was in stable condition following the procedure. It is unknown which lead was implanted; therefore, all suspected devices are being reported.